Manufacturer narrative:
Info indicating that an MDR was required regarding this complaint was rec'd on (B)(6) 2011.

Event description:
It was reported by a customer on (B)(6) 2011, the laser shut down in the middle of a case 5 times. Per the customer, no pt injury was reported.